Event description:
The customer reported that the patient monitor displays an error message: audio failure. The customer confirmed that the device was connected to a patient when this event happened. There was no reported death or serious injury.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor displays an error message: audio failure. The customer confirmed that the device was connected to a patient when this event happened. There was reported death or serious injury.